Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the malfunction. The analog interface (ai) printed circuit board (pcb) and breath delivery unit (bdu) pcb were replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator rendered a device alert and safety valve open condition during testing. There was no patient connected to the device.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.